Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The surgeon reported that the patient presented with complications following implantation with a t2 nail and the surgeon has decided to revise the patient. The surgeon stated that the device had not been implanted correctly.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: received nail shows signs of forceful insertion as evident by appearance of a long scratch mark on the lateral side. Overall nail appears free from any other damage. Through the clinical statement requested for the evaluation of the provided x-ray given by the medical expert, ¿yes. I can confirm, that from the x-rays it looks as if the nail has been inserted with the proximal end being rotated 180°¿, it can be confirmed that there was an incorrect placement of the nail inside the patient¿s body. Based on the above investigation, the root cause was attributed to a user related issue. The failure was caused due to a sub-optimal procedure followed by the surgeon during fixation of the fracture by placing the nail in an incorrect anatomy. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The IFU clearly instructs the user that: ¿every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ if any further information is provided, the complaint report will be updated.

Event description:
The surgeon reported that the patient presented with complications following implantation with a t2 nail and the surgeon has decided to revise the patient. The surgeon stated that the device had not been implanted correctly.